Event description:
It was reported that the programmer would not always automatically identify implantable heart devices. It was further reported that it seemed to work with a different programmer head than the one that it was returned with, but then that programmer head would also work fine with other programmers, but they did not seem to be able to work together. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).